Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found;the full lead was returned and analyzed. Blood/body fluid was found in/on the helix mechanism and proximal conductor(not obstructed). The outer insulation was breached cut and melted.

Event description:
It was reported that the right atrial lead showed high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.